Event description:
It was reported that the customer noticing issues with the door hinges on 11 lvp units during their pm. There was no patient involvement.

Manufacturer narrative:
Please note that the investigation was performed only on the components (pump module door assembly), as these were the only samples provided by the customer. Investigation summary: the reported issue of door hinge problems could not be definitively confirmed however, testing showed presence of rust residues and broken components indicates progressive wear and frequent or inappropriate use, which may have contributed to the degradation of critical hinge and door latch elements. A detailed inspection of eleven door assemblies showed torsion spring deformation, damage to the latch pivot, and rust on several latch components, including one broken piece. Despite these issues, both the keypad harness and the keypad ground wire were found in good condition with no visible defects. A log analysis could not be performed as there were no complete devices or logs returned for investigation. The door assemblies were tested on a pump module from the dchu laboratory (c15 3856). Displays functioned correctly, and most assemblies closed properly without misalignment or sticking. Corrosion was found on some spring components and the door latch, causing increased force needed for proper closure. The assembly with the broken door latch could not be fully evaluated due to rust-related damage to the affected parts. Following the schematic diagram, the conductivity of the keypad buttons was evaluated. A digital multimeter was used to test pins 1, 2, 3, and 4 respectively across the eleven (11) door assemblies. Only one (1) assembly failed the conductivity test, presenting a fault on pin 3. The bd alaris¿ system with guardrails¿ suite mx user manual v12.3.2 states: use only disinfectants recommended by bd to clean and disinfect the bd alaris¿ system. Use of unapproved disinfectants can result in incorrect device operations. Do not use a device that appears to be damaged. Send the device to biomedical engineering for repair. Perform device inspections to prevent a damaged device from being returned to patient use. Use of a damaged device can result in patient harm. The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported issue related to the door hinge problems could not be definitively identified. However, based on the analysis and functional testing performed on the door assemblies, a probable cause can be attributed to improper handling of the devices and improper inspection or preventive maintenance. The presence of rust residues and broken components indicates progressive wear and frequent or inappropriate use, which may have contributed to the degradation of critical hinge and latch elements. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.